Event description:
Pt came to hosp in pulmonary edema, with severe dyspnea, chest pain and atrial fibrillation. Echocardiogram and cardiac catheterization revealed thrombosis of mitral valve prosthesis and recurrent mitral stenosis. Mitral valve implanted elsewhere on 1/12/90. Old mitral valve explanted on 8/16/95 and new prosthesis implanted with coronary artery bypass graft (lad). Cardiac cath, cineangiography of coronary artery demonstrated only one of two leaflets of graft appeared to be moving, other one was closed. At operation, mitral valve found completely thrombosed. One leaflet in pieces upon removal from pt.